Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This follow up report is to retract and correct follow up #1 that reported the device was returned and evaluated. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
It was reported that a black substance was coming from the tip of the quick coupling for k-wires. It was reported as a black carbide type metal material, shedding from the inside of the tip (where the bit is inserted). The first notice of this alleged problem with the pen was (B)(6) 2013 when there was a minimal amount reported to have been leaking. Initially, it was not clear whether the discharge was caused by the burr. The pen was used again on (B)(6) 2013 when a copious amount of the black material was noticed. Both alleged incidents involving the part in question were during surgical procedures. This report is for an unknown pen. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The reporter''s complaint of black substance coming from tip of unit was confirmed. The device was tested and the complaint was duplicated. Evidence indicates this is due to insufficient cleaning after procedure.note: blank fields on this form indicate informati.on that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. (B)(4).